Manufacturer narrative:
Correction: of the previously submitted MDR, it was incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date device manufacture date.

Event description:
It was reported that bd¿ syringe catheter tips had difficult plunder movement.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Root cause description: undetermined.

Event description:
It was reported that bd¿ syringe catheter tips had difficult plunder movement.